Manufacturer narrative:
Contacted customer requesting for patient information and event date.

Event description:
The customer reported the ventilator only works on battery power only. The customer reported the device was in use, but there was no patient harm reported.